Manufacturer narrative:
The device was returned for analysis following explant. Interrogation results and visual examination found no anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Correction: investigation conclusion previously reported as "no problem detected", now updated to "cause cannot be traced to device",

Event description:
It was reported that the patient presented to clinic with a hematoma. The pacemaker was re-implanted, but the implant site again produced a hematoma. Infection was suspected. The device was explanted. The patient was stable following operation.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.